Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 23-aug-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 628 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that they were performing a normal pump replacement procedure on (B)(6) 2018. When the catheter was disconnected from the pump they could not get cerebrospinal fluid (csf) backflow, which prompted the physician to cut open the spinal incision site. It was found that the catheter was broken above the anchor, however the cause was unknown. The patient's providers had no indication of withdrawal or poor therapy. The physician removed the old catheter, but elected to leave 8.5 cm of the 8709 in the intrathecal space. A new catheter was placed and the patient's dose was adjusted down to 96 mcg/day. No further issues were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported while in the operating room, it was determined the catheter was fractured and migrated out of the intrathecal space. The device diagnosis was catheter break/cut. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. It was noted the catheter was returned to the manufacture. The issue resolved without sequelae on 2018-(B)(6).

Manufacturer narrative:
Analysis found the catheter was broken as well as a hole caused by abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's weight was provided.